Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working due a broken tubing that caused fluid loss. A surgical procedure was performed, during which cylinders and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.